Event description:
Customer allegedly received the following results on two different meters within 10 minutes: 373 mg/dl (aviva system 1) and 180 mg/dl (aviva system 2). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips; however, customer no longer has strips to return. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the aviva system 1. Reference medwatch with (B)(4) for the aviva system 2. Will not be returned to manufacturer.